Event description:
Based on additional information received on 07-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of hypersensitivity syndrome from the needle procedure was added). This unsolicited case from (B)(6) was received on 28- nov-2016 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and the same day had stiff knee and physician did not drain synovial fluid from the knee prior to injecting synvisc one/did not withdraw any synovial fluid prior to injecting the synvisc-one (off label use) and 1 day later had swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee and pain in the knee/pain syndrome from the needle procedure; after 3 months, patient could not walk far; after unknown latency, patient had hypersensitivity syndrome from the needle procedure and can't bend her knee to a 90 degree angle/sometimes can only bend her knee 45 degrees. Patient got injured 6 months ago and developed stiff knee, swollen knee and pain in the knee. It was reported that the events stopped and remitted. No concomitant medications, past drug and concurrent conditions were reported. On an unknown date, patient experienced swelling around the left knee with nerve pain. On (B)(6) 2016, thursday, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) in her left knee for lubrication of knee due to cartilage damage and mild condylitis of the patella simplex. The patient did not think she had osteoarthritis but said her cartilage was deteriorating. The same day, soon after the injection, the patient had stiff knee. It was reported that the physician did not drain synovial fluid from the knee prior to injecting the synvisc-one (off label use). Following the synvisc-one injection the patient had swelling in the back of the knee and some in the front of the knee. On (B)(6) 2016, 1 day after receiving treatment with synvisc one, the patient experienced swelling (knee was swollen in front and back) and pain in, the knee and became worse as the days went on. The patient took naproxen (aleve) at the dose of 1 or 2 tablets per day for the swelling for over 2 months. The patient then took naproxen (vimovo) for swelling of the knee. The patient stated that her knee felt like when she first injured it. She had not taken any medication but might seek medical attention. It was reported that the patient had not yet contacted health care professional. On an unknown date in (B)(6) 2017, the patient experienced episode of swelling down the leg and she couldn't walk far (latency: 3months). The patient had a magnetic resonance imaging (MRI) and ultrasound which indicated superficial swelling around the knee. The patient said since (B)(6) 2017 patient had taken naproxen only as needed about every 2-3 weeks. The patient said that sometimes the swelling if significant enough that she can't bend her knee to a 90 degree angle and sometimes can only bend her knee 45 degrees (latency: unknown). The patient saw a rheumatologist who did not think the swelling looked like rheumatoid however initial blood work indicated possible rheumatoid involvement. The patient was initiated on "methotrexate" for the rheumatoid arthritis for 5 months. Further blood work indicated that the patient did not have rheumatoid arthritis. The patient said the physician did not withdraw any synovial fluid prior to injecting the synvisc-one. The physician injected into the left knee from the inside side (anterior) of the knee while in a sitting position with the feet not touching the floor. The patient consulted another physician who said that she was possibly suffering from "pain syndrome or hypersensitivity syndrome from the needle procedure" (latency: unknown). Corrective treatment: no treatment was provided for pain in the knee/pain syndrome from the needle procedure, stiff knee; naproxen sodium (aleve), naproxen (vimovo) for swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee; not reported for rest outcome: not recovered/ not resolved for stiff knee, pain in the knee/pain syndrome from the needle procedure and swollen knee/swelling in the back of the knee, some in the front of the knee/superficial swelling around the knee, hypersensitivity syndrome from the needle procedure, could not walk far, can't bend her knee to a 90 degree angle/sometimes can only bend her knee 45 degrees a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for hypersensitivity syndrome from the needle procedure additional information was received on 30-nov-2016 from an other non-health care professional. Patient's medical history was added. Additional event of pain in knee was added along with details. Corrective treatment for stiff knee and swollen knee was updated to no treatment provided. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-dec-2016. Ptc results were added and text amended accordingly. Additional information was received on 07-dec-2017 from the patient. Additional events of hypersensitivity syndrome from the needle procedure, could not walk far, can't bend her knee to a 90 degree angle/sometimes can only bend her knee 45 degrees were added with details. Event verbatim was updated from swollen knee to swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee; pain in the knee to pain in the knee/pain syndrome from the needle procedure; physician did not drain synovial fluid from the knee prior to injecting synvisc one to physician did not drain synovial fluid from the knee prior to injecting synvisc one/did not withdraw any synovial fluid prior to injecting the synvisc-one. Corrective treatment for the event of swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee was added. Seriousness criterion was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated (B)(6) 2017: this case concerns a patient who received synvisc one injection and later had hypersensitivity syndrome from the needle procedure. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on additional information received on 07-dec- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of hypersensitivity syndrome from the needle procedure was added). This unsolicited case from (B)(6) was received on 28- nov-2016 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and the same day had stiff knee and physician did not drain synovial fluid from the knee prior to injecting synvisc one/did not withdraw any synovial fluid prior to injecting the synvisc-one (off label use) and 1 day later had swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee and pain in the knee/pain syndrome from the needle procedure; after 3 months patient could not walk far; after unknown latency patient had hypersensitivity syndrome from the needle procedure, mobility limited and can't bend her knee to a 90 degree angle/sometimes can only bend her knee 45 degrees. Patient got injured 6 months ago and developed stiff knee, swollen knee and pain in the knee. It was reported that the events stopped and remitted. No concomitant medications, past drug and concurrent conditions were reported. On an unknown date, patient experienced swelling around the left knee with nerve pain. On (B)(6) 2016, thursday, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) in her left knee for lubrication of knee due to cartilage damage and mild condylitis of the patella simplex. The patient did not think she had osteoarthritis but said her cartilage was deteriorating. The same day, soon after the injection, the patient had stiff knee. It was reported that the physician did not drain synovial fluid from the knee prior to injecting the synvisc-one (off label use). Following the synvisc-one injection the patient had swelling in the back of the knee and some in the front of the knee. On (B)(6) 2016, 1 day after receiving treatment with synvisc one, the patient experienced swelling (knee was swollen in front and back) and pain in, the knee and became worse as the days went on. The patient took naproxen (aleve) at the dose of 1 or 2 tablets per day for the swelling for over 2 months. The patient then took naproxen (vimovo) for swelling of the knee. The patient stated that her knee felt like when she first injured it. She had not taken any medication but might seek medical attention. It was reported that the patient had not yet contacted health care professional. On an unknown date in (B)(6) 2017, the patient experienced episode of swelling down the leg and she couldn't walk far (latency: 3months). The patient had a magnetic resonance imaging (MRI) and ultrasound which indicated superficial swelling around the knee. The patient said since (B)(6) 2017 patient had taken naproxen only as needed about every 2-3 weeks. The patient said that sometimes the swelling if significant enough that she can't bend her knee to a 90 degree angle and sometimes can only bend her knee 45 degrees (latency: unknown). The patient saw a rheumatologist who did not think the swelling looked like rheumatoid however initial blood work indicated possible rheumatoid involvement. The patient was initiated on "methotrexate" for the rheumatoid arthritis for 5 months. Further blood work indicated that the patient did not have rheumatoid arthritis. The patient said the physician did not withdraw any synovial fluid prior to injecting the synvisc-one. The physician injected into the left knee from the inside side (anterior) of the knee while in a sitting position with the feet not touching the floor. The patient consulted another physician who said that she was possibly suffering from "pain syndrome or hypersensitivity syndrome from the needle procedure" (latency: unknown). Patient reported that mobility was limited because of pain (onset and latency: unknown). Corrective treatment: no treatment was provided for mobility limited, hypersensitivity syndrome from the needle procedure, pain in the knee/pain syndrome from the needle procedure, stiff knee; naproxen sodium (aleve), naproxen (vimovo) for swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee; not reported for rest outcome: not recovered/ not resolved for stiff knee, pain in the knee/pain syndrome from the needle procedure and swollen knee/swelling in the back of the knee, some in the front of the knee/superficial swelling around the knee, hypersensitivity syndrome from the needle procedure, could not walk far, can't bend her knee to a 90 degree angle/sometimes can only bend her knee 45 degrees a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for hypersensitivity syndrome from the needle procedure additional information was received on 30-nov-2016 from an other non-health care professional. Patient's medical history was added. Additional event of pain in knee was added along with details. Corrective treatment for stiff knee and swollen knee was updated to no treatment provided. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-dec-2016. Ptc results were added and text amended accordingly. Additional information was received on 07-dec-2017 from the patient. Additional events of hypersensitivity syndrome from the needle procedure, could not walk far, can't bend her knee to a 90 degree angle/sometimes can only bend her knee 45 degrees were added with details. Event verbatim was updated from swollen knee to swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee; pain in the knee to pain in the knee/pain syndrome from the needle procedure; physician did not drain synovial fluid from the knee prior to injecting synvisc one to physician did not drain synovial fluid from the knee prior to injecting synvisc one/did not withdraw any synovial fluid prior to injecting the synvisc-one. Corrective treatment for the event of swollen knee/swelling in the back of the knee and some in the front of the knee/superficial swelling around the knee was added. Seriousness criterion was added. Clinical course was updated and text amended accordingly. Additional information was received on 25-jan-2018 from the patient. Event of mobility limited was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 25-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who received synvisc one injection and later had hypersensitivity syndrome from the needle procedure. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.